Event description:
On (B)(6) 2013, it was reported that the patient did not think the bolus advice provided by the blood glucose monitor was accurate. The patient stated that with a blood glucose level of 19.4 mmol/l (349.2 mg/dl). The device did not recommend a bolus. No adverse event was reported. The blood glucose monitor was requested to be returned for product evaluation.

Manufacturer narrative:
Investigation unit was able to view meter's memory by accessing the my data field from the main menu screen by pressing the center/select button once the field was highlighted. Iu then selected the view data field by pressing the center/select button once field was highlight. Iu observed that there are multiple results with the associated bolus advice stored in meter's memory. The alleged value of 19.0, 19.3 mmol/l were not observed in meter's memory. The alleged value of 19.0 mmol/l obtained at 4:30 pm was not observed in meter's memory. Failure analysis revealed that due to a firmware bug the meter may not appropriately remove an unconfirmed bolus from the delta bg correction stack when the manual pump option is chosen on the meter. This issue can occur if the user does not deliver the exact bolus amount as acknowledged on the meter within 10 minutes of the entry. As a result, a possibility of receiving an incorrectly lower bolus recommendation would occur thereby leading to an under delivery of insulin if accepted by the user. This issue only concerns the correction bolus only, and would not affect basal rates or meal boluses. The customer's allegation of incorrect bolus advice was observed during the investigation of the returned product as a result of the active insulin issue. This case is set to verified based on the iu's investigation and the additional failure analysis result as they relate to the customers allegation.